Manufacturer narrative:
(B)(4). This report is being filed on an international product, (B)(4), that has a similar us product distributed in the us, (B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4). Fa28mar2011 was issued for falsely elevated reactive rates and decreased specificity for prism hiv o plus, list 3d34-48, lot 94737hn00. The investigation has determined that the us-distributed product, list 3l68-68, is not affected by this issue and is not within the scope of this action. The causative agent was determined to be a specific lot of antigen used to manufacture the p41 probe used in this lot of prism hiv o plus, list 3d34-48 reagent. This manufacturing issue affected non-us product only, as this antigen is not used in the us-distributed product. Evaluation: us product not affected by this issue.

Event description:
The account noticed an increased number of (B)(6) prism hiv o plus donors who tested (B)(6) with another method. No specific donor information was provided. No impact to patient management was reported. Data provided: (B)(6), (B)(6) 2011: prism hiv o plus (B)(6), (B)(6) 2011 hiv genscreen ultra (B)(6).